Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment, which the operator was able to recover from. Arterial air alarms then occurred which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190c. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the air alarms could not be determined but unlikely related to disposable or equipment. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. No further similar problems were reported. Nxstage medical considers this report closed. No add'l info will be provided.